Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer¿s blood glucose level was 476 mg/dl at the time of incident. The customer states they were not experiencing any symptoms. The customer was assisted with trouble shooting. The customer states sensor issues. The product is not expected to return for analysis.